Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: int urogynecol j. 2012; 23: 197¿206. Doi: 10.1007/s00192-011-1543-8 (B)(4).

Event description:
It was reported via journal article: "title : twelve months effect on voiding function of retropubic compared with outside-in and inside-out transobturator midureteral slings" author: david a. Scheiner & cornelia betschart & sandra wiederkehr & burkhardt seifert & daniel fink & daniele perucchini citation: int urogynecol j. 2012; 23: 197¿206. Doi: 10.1007/s00192-011-1543-8. The purpose of this study is to compare retropubic tension-free vaginal tape (tvt) with transobturator out-in tot and in-out tvt-o for female stress urinary incontinence. A total of 80 tvt (age: 33.9 to 85.4 years; bmi: 18.9 to 35.9), 40 tot (age: 40.5 to 84.8 years; bmi: 18.7 to 41.5), and 40 tvt-o cases (age: 33.9 to 81.8 years; bmi: 19.2 to 39.2) were randomized. For the tvt group, gynecare tvt (ethicon) was used; for the tvt-o group, gynecare tvt-o (ethicon) was used. In the tvt group, reported complications included incontinent (failure; n-2), voiding obstruction (n-3) which required tape loosening within the first week in 1 patient and tape release procedure in 2 patients, persistent de novo urge (n-1) which required release after 6 months, vaginal tape exposure (n-1) which required partial excision of the tvt, thigh or groin pain (n-1), female sexual dysfunction (n-2). In the tvt-o group, reported complications included incontinent (failure; n-3), voiding obstruction (n-1) which required tape release procedure in 1 patient, thigh or groin pain (n-1), female sexual dysfunction (n-4). Women should be informed of these potential complications preoperatively and require careful follow-up after the procedure. Further studies should focus on long-term follow-up and the complication pattern particularly for the current slings, as well as on a possible differential indication, such as tvt for younger patients or for patients with low-pressure urethra.